Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's ER visit and dka diagnosis. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient applied a pod on the morning of (B)(6) 2017. After eating her lunch that same day, the patient started feeling nauseous and began to vomit. She thought the nausea was triggered by something she ate and that perhaps she had food poisoning. Patient checked her blood glucose (bg) levels after vomiting and reported that they had reached approximately 15 mmol/l (270 mg/dl). She continued to monitor the situation and gave herself correction boluses throughout the remainder of the day. The following morning, on (B)(6) 2017, the patient still didn¿t feel well. She took her bg levels and reported they were up to 24 mmol/l (432 mg/dl). She tested her ketones and reported they were in the range of 5.6 to 5.7. The patient subsequently gave herself a manual injection of insulin and replaced the pod (which had been worn between 24 and 36 hours). Though the patient reported her pod felt secure, she mentioned the adhesive was beginning to come off slightly. The pod was discarded by the patient and she was unable to provide any additional information about the device or its condition. Following her ketones test, the patient went to the emergency room (ER) for further treatment. At the hospital, to treat the patient¿s elevated bg levels, she was given one bag of intravenous (IV) fluid along with the continued administration of insulin. The patient was diagnosed with diabetic ketoacidosis (dka). No further medical treatment was provided to the patient.

Event description:
Patient applied a pod on the morning of (B)(6) 2017. After eating lunch that day, she started feeling nauseous and attributed the nausea to potential food poisoning. She checked her blood glucose (bg) levels and they were in the range of 12 to 13 mmol/l (216 to 234 mg/dl). The patient gave herself a correction bolus in an attempt to lower these numbers. Later in the day, the patient¿s (bg) levels continued to climb as they had reached approximately 15 mmol/l (270 mg/dl). She continued to monitor the situation and gave herself correction boluses throughout the remainder of the day. The following morning, on (B)(6) 2017, the patient still felt poorly and she vomited. She took her bg levels and reported they were up to 24 mmol/l (432 mg/dl). She tested her ketones and reported they were in the range of 5.6 to 5.7. The patient subsequently gave herself a manual injection of insulin and replaced the pod (which had been worn between 24 and 36 hours). Though the patient reported the pod felt secure, she mentioned the adhesive was beginning to come off slightly. The pod was discarded by the patient and she was unable to provide any additional information about the device or its condition. Following the pod change, patient went to the emergency room (ER) for further treatment. At the hospital, to treat the patient¿s elevated bg levels, she was administered one bag of intravenous (IV) fluid along with boluses from her new pod. The patient spent ¿a couple of hours¿ at the ER and was ultimately diagnosed with diabetic ketoacidosis (dka). Following her treatment, the patient¿s bg levels lowered and her ketones came down to 3.4. No further medical treatment was provided to the patient.